Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient stated she restarted her device because, it was shocking her heart. She stated she was getting shocks or jolts. The patient mentioned she had blood on her bandage and got it changed yesterday. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.